Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported patient was not feeling the stimulation anymore suddenly, and said that they were feeling more after using the bathroom so they had just been going to the bathroom on a regular schedule of every two hours and realized that they were not feeling stimulation however can't check the device because they didn't have patient programmer. Patient mentioned that the manufacturer representative (rep) and female trainee saw patient after the implant and took the box that had all of the information and programmer in it. They never returned it back to patient. Patient mentioned it was not related to positional movement. They had seen the healthcare professional (hcp) last week and told the hcp they didn't have the patient programmer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) and consumer. It was reported by hcp that it was unclear when patient stopped feeling the device. Patient's handheld was missing. Patient's manufacturer representative (rep) is searching for a new handheld and the hcp had checked the hospital's lost and found. More information was received from patient on (B)(6) 2019 reporting that they have not gotten a response from rep. Patient stated they were willing to fly or drive to (B)(6) or anywhere because they "(B)(6) wants this thing done. Patient still does not have a patient programmer. They were alleging they never received one after implant. Patient mentioned they needed to travel to (B)(6) to donate bone marrow to their brother who has blood cancer. No further complications were reported or anticipated.